Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp reported that the patient was extremely frustrated with their ins and the charging system. The patient felt that it was becoming warm over the battery site and was difficult to charge. The patient was looking into pursuing treatment with another company for a different battery and/or recharger. The patient thought that the ins was not working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Caller stated that there implant was inoperable and stated the implant was not used anymore for pain management. Caller had no additional information. Caller noted that the patient's leads are for lower back pain management. No medical symptoms reported. No further complications were reported/anticipated.